Manufacturer narrative:
The customer¿s report of free flow during infusion delay was not confirmed. Physical inspection of the device noted no damage or any anomalies. Analysis of the event log showed 6 x infusion delay periods introduced recorded in both the pcu and pump module. The pcu had 4 x periods of use on (B)(6) 2019. The pump module was uncased a primed IV set was installed into the module and the motor gear was manually manipulated so that the cam mechanism rotated. The drip chamber was observed to ensure that apart from the expected drops falling as a result of the pumping operation, there was no point during the mechanical sequence when a free flow condition occurred. Reassembled and subjected to a 24hr test at 125ml/hr with a vtbi of 3000ml ¿ completed without issue. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests that the gravity feed during infusion delay. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the gravity feed during infusion delay. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.